Event description:
On (B)(6) 2012, the patient contacted animas to report a cancelling boluses issue with the animas pump. The pump reportedly cancelled on its own without any user intervention. The issue has been more frequent in the last few weeks. The bolus cancellation order is discharge both by the pump and the meter. After the reported issue occurred, the patient checks bolus history and completes the bolus accordingly. The patient denied any sticking button issue. The issue was not resolved with training.this complaint is being reported due to the alleged unresolved issue. There was no report of any patient impact associated with the issue.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed record of a warning for partial delivery; the user cancelled the bolus delivery by pressing a pump button. On testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and accurately recorded in the pump history. On investigation, the keypad was found to be fully intact without peeling or visible damage. All the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any damage, defect or contamination under the button contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.